Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that rv impedances of greater than 3,000 ohms were again observed. Noise was also noted on the rv channel with patient body movement. It was noted that a lead fracture was suspected and the patient was scheduled for a lead replacement. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead exhibited a rise in pacing impedance measurements from 340 ohms to greater than 3000 ohms. Rv channel sensing and capture remain acceptable, and no noise has been observed with isometric testing. Of note, the patient's device is a competitive product. No adverse patient effects have been reported as a result of this observation.

Manufacturer narrative:
Available information suggests that this lead remains in service with the competitive device, and that the physician is monitoring the lead at this time. This event will be updated if any additional information becomes available.